Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions for resetting the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared, which they acknowledged and understood.